Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a high blood glucose over 500 mg/dl. Customer had heavy breathing and nausea. Customer lost the pump. Customer does not have back-up plan. Customer was advised to contact his health care professional right away.